Manufacturer narrative:
The manufacturer previously received information alleging a ventilator¿s gas housing was observed to be deteriorated. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator¿s gas housing was observed to be deteriorated. There was no harm or injury reported. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.